Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the devices were not forming clips. Customer also said device "reversing" clips." No additional information available regarding issue. No patient consequences reported.